Event description:
It was reported that the burr was stuck in the lesion. A 2.00mm peripheral rotalink® plus was selected and advanced to treat the peroneal vessel. During procedure, the device was advanced farther into the vessel. It was then noted that the burr got stuck in the lesion. The physician removed the entire system. A small vessel dissection was noted. Procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).